Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a lcd screen anomaly from the insulin pump. The customer's blood glucose reading was 121 mg/dl. The customer stated that he fell last night and his pump stroked across from it. The customer stated that there is a strike across the lcd screen and it is buried. The customer stated that he cannot read the screen as designed. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.